Manufacturer narrative:
No frozen screen or button error alarm noted. Unit time/clock moved. Unit had unresponsive buttons due to flattened up and down buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly and high blood glucose event. The customer¿s blood glucose was 212 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump down button does not work. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is does not work. Customer had a high blood glucose in the 500 mg/dl and treated with manual injection. No high blood glucose troubleshooting was performed. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.